Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23632. It was reported the patient experienced ineffective stimulation. It was also reported the patient has 90% of her pain areas covered, but the stimulation is only providing minimal to no pain relief. In addition, the patient was implanted for trigeminal neuralgia. Follow-up information revealed during the patient's ipg revision, (reference MFR. Report#: 1627487-2015-23623), the patient's extension was unplugged from the ipg header. Diagnostic testing revealed the patient's lead and extension revealed high impedance readings on multiple lead contacts. It is noted the lead (unknown) is connected to an extension that is also connected to the patient's ipg. It was also noted the lead is a quattrode lead and is placed peripherally in the patient's cheek. Subsequently, the patient may undergo additional surgical intervention as the next course of action. Please note the event date is unknown. In addition, the model number, lot number and implant date of the quattrode lead are unknown.